Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the programmer would not power up. The power supply was found out of electrical specification. Analysis also found the printer roller gear teeth were damaged. It was noted the hinge plate screw was missing. (B)(4).

Event description:
It was reported the programmer was not turning on. The programmer was returned for repair. No patient complications have been reported as a result of this event.